Event description:
It was reported that the entire malleable model penile prosthesis was removed and replaced with an inflatable model penile prosthesis. It was indicated that the patient had "two different sizes of spectra and switched to ipp."

Manufacturer narrative:
Catalog number 716197002, lot number 720054-03, expiration date: 06/01/2016. (B)(6) 2011. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.